Manufacturer narrative:
No additional information was provided. No product sample has been provided and the investigation could not confirm whether a quality related issue has resulted in the customer reported problem. The reported problem could not be verified. A device history record (review) found no discrepancies or anomalies relevant to the complaint. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the epidural broke while in use with a patient. No patient injury was reported.